Event description:
The facility reported the device was being used during a pt code. An attempt was made to deliver defibrillator therapy to the pt. Allegedly, the device failed to complete a defibrillator charge. A backup device was immediately made available and used to continue pt treatment. The pt was resuscitated.